Event description:
It was reported during a benign prostatic hyperplasia procedure at 70,338 joules and 15 mins of use; fiber broke. The fiber tip (cap) was cleaned during the procedure. The procedure was completed using second fiber. No patient injury provided

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed the fiber is broken within the outer flow tubing at open end. The outer flow tubing open end is partially attached to cap. The fiber cap detached, however, the glass and metal caps are still secured by outer flow tubing. The fiber was tested with hene laser fixture, aim beam was visible at fiber break. The glass cap exhibits severe devitrification at the output window. The metal cap exhibits severe char on surface. The outer flow tubing open end exhibits signs of melting, and partially erased red octagonal sign and blue arrow indicator. Based on the product investigation, the complaint was confirmed. Fiber broke at open end of metal cap was observed. An evaluation conclusion code of cause not established was assigned to this investigation since cause cannot be determined if due to excessive bending or heat accumulation.

Event description:
It was reported during a benign prostatic hyperplasia procedure at 70,338 joules and 15 mins of use; fiber broke. The fiber tip (cap) was cleaned during the procedure. The procedure was completed using second fiber. No injury to the patient was reported due to this event.